Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with blood glucose values in the 250 mg/dl range and a peak of 263 mg/dl, coincident with difficulty achieving drops during fill tubing and suspected infusion delivery issue while using a steel cannula infusion set, a connector, and a prefilled fiasp cartridge. Symptoms included elevated blood glucose. Outcomes included continuation of insulin therapy after guided replacement of the cartridge, connector, tubing, and infusion set, with blood glucose decreasing to 212 mg/dl by end of call and shipment of replacement supplies. Investigation included technical troubleshooting with stepwise replacement of all disposable components and infusion site change, as well as collection of lot information. Investigation of this case revealed that the cause of hyperglycemia was not determined. It was concluded that the event was consistent with hyperglycemia of unclear cause with successful restoration of therapy following complete supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.